Event description:
It is reported that the device was implanted in 2008, and revised the following year. The patient was experiencing pain. Upon removing the tibial baseplate, surgeon then had to mallet an osteotome through the trabecular metal and titanium to remove it.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately for one year and one month. The patient experienced pain and was revised. During the revision surgery, the surgeon was removing the tibial baseplate and the trabecular metal separated from the tivanium subcomponent. Approximately 90% of the trabecular metal disassociated from the tray and shows little bony in-growth. While a definitive root cause determination has not been made it is clear that multiple factors were involved as they relate to the geometry of the size 8 tray. Zimmer investigated the manufacturing process used for diffusion bonding as well as the design of the device and the quality control measures utilized for this device. The conclusion of the investigation is that the root cause appears to be a combination of manufacturing and design factors. These contributing factors include insufficient torque, interference in the boss region, fixture pocket depth, pad/substrate gap during assembly of fixtures, and cracked/broken fixturing. As the root cause is not fully known, robust preventative actions have, and continue to be implemented. In addition, zimmer has implemented additional controls around the manufacturing and quality control processes in order to assure that these devices continue to be safe and effective. All size 8s manufactured from 2007 to 2009 were subjected of recall on december 8, 2009 under zimmer recall number 1822565-11/09/2009-016-r.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A search returned no other complaints for that part/lot combination. The additional information provided does not affect the inputs or conclusion of the previous investigation.